Event description:
Arjohuntleigh was informed that a patient cut their left foot possibly on the bracket of a dfs3 mattress pump which was attached to the bed. The patient required the wound to be cleaned, a wound dressing an a tetanus shot.

Manufacturer narrative:
Arjohuntleigh inspected and evaluated the dfs3 mattress pump involved in the incident at which time it was determined that the blue rubber was worn on the bed bracket bottom and metal exposed. Bed hook inspection is part of a routine service. The dfs3 service manual maintenance issue 1, states if any parts are found to be damaged, they must be replaced in accordance with chapter 3, pump repair. The 1.1 visually inspect the following for damage, wear and potential faults: the 1.1.3 hanging bracket check for damage and security. A final conclusion has not been made yet, as the manufacturer has not completed its investigation of the event. A supplemental medwatch will be submitted upon conclusion of the investigation.